Manufacturer narrative:
Supplemental report being filed since the results of investigation are available. Based on supplier investigation, device history record review did not indicate any exception that could lead to the reported incident. There is 1 occurrence reported in the past 12 months. No sample was returned for investigation, only photos were provided. Observation of the photos provided shows the skin irritating area is found on the back of hand, but the back of hand will not make contact with the gown. The wrist area is a no seal line and does not come in contact with the gown. There was no change in raw material or production process and packing process. Supplier checked both in-process and finished goods inspection records, which showed that there is no abnormality found during the whole production process. There is no abnormality found in the test record of environment control. From the investigation, the root cause could not be determined. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported a nurse developed redness and hives on her arms while wearing aami level 3 non-reinforeced surgical gown xl 9545 requiring an intramuscular steroid injection and oral benadryl. She has history of allergy to formaldehyde. The event date is unknown by the customer. Report filed for serious injury.